Event description:
It was reported occlusion alarms. There was no adverse impact to the customers blood glucose level. The customer was able to resume insulin and continued to use the pump for insulin therapy.